Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not feeling well and presented in-clinic. Upon review, the right atrial lead was not sensing or capturing and was found dislodged via x-ray. The lead was capped and replaced on (B)(6) 2019. The patient was stable.